Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech called in for assist on 8100bd unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech having error code 242.4030 on 8100bd unit, which has to do with motor stall on unit, first to replace is the ail sensor on unit, also if that does not resolve next to replace is motor controller board then can lead to main board on unit, if motor board does not resolve error also. Unit still under warranty repair will send unit in for warranty repair, transfer caller to services repair to further assist tech setup unit for services repair.. Ref: (B)(4).